Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would no longer connect after the patient had a hip surgery and did not put their ipg in surgery mode. The patient had their ipg explanted and replaced on (B)(6) 2019. Therapy was reportedly restored postoperatively.

Manufacturer narrative:
Ipg replacement due to the pc would not connect to the ipg was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.